Manufacturer narrative:
(B)(4). Final analysis found abrasion exposing the outer coil at 37.5-37.8 from distal tip. This could have contributed to the complaint of noise. (B)(4).

Event description:
It was reported that the right atrial lead exhibited noise, consistent with early stage of fracture. The lead was explanted and replaced. No adversed consequences to the patient.